Event description:
It was reported the patient underwent surgical surgery and the ipg was not placed in surgery mode. Troubleshooting was attempted by manufacturer representatives to no avail. The ipg was unable to communicate. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported to abbott; when a patient connected to their generator, the message "generator unavailable" appeared. The patient last connected when he had an MRI and never connected since. They could not recall if ipg was set to MRI mode. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system the rep met with the patient and was unable to resolve the issue. It was reported on (B)(6) 2022, although the issue has not resolved, multiple follow-ups indicated the patient has yet to be scheduled for an ipg replacement. The rep was notified that the record will be closed and may be reopened if additional information is received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.